Event description:
It was reported that the patient saw the eri (elective replacement indicator) screen a couple of days ago. The patient was directed to contact his physician. Additional information received reported there was premature battery depletion. No diagnostic testing or troubleshooting was performed as of the date of this report, but it was noted this will be performed in the future. The patient status at the time of this report was ¿alive- no injury.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3 9286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).